Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: d4 (unique identifier (UDI) #). A getinge fse evaluated unit for the reported malfunction. Upon inspection, fse found that the pneumatic module assembly was faulty, causing the machine unusable. Fse disassembled for inspection and cleaning, but issue didn't resolved. The fse replace pim and issue was resolved.